Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was attempted to be implanted and a narrowing at the superior vena cava (svc) junction was noted. The lead was attempted to pass the narrowing when the tip was caught up and prolapsing of the lead occurred. The lead was removed and a long introducer was exchanged. Upon removal of the lead a kink/bend was noted near the distal tip of the lead. While out of the body the helix was extended and it was noted it took approximately twenty rotations for the helix to extend. It was at this time the physician requested a new lead. An alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted helix testing is not possible due to the kinked proximal conductor placing pressure on the distal conductor causing the helix not to extend or retract within specification. If information is provided in the future, a supplemental report will be issued.